Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 pen needle 32gx4mm needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the user reported that when used there appeared a blockage issue of the needles.